Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was inserted, and measurements were taken using pacing system analyzer (psa). During process, the ra lead exhibited noise and drift were observed on the atrial intracardiac electrocardiogram. Changing the placement site did not improve the situation. When measuring the lead impedance in pacing mode it shows low measurements. And various measures were taken including replacing the alligator pins, replacing the psa cables, replacing the psa and visually inspecting the lead after temporarily removing it but no improvement was seen. Physician suspected lead failure. A new lead was placed. No adverse patient effects were reported.